Event description:
I had the lt cage procedure with pedicle screws and infuse bone graft on l5 s1. Immediately after surgery and for the next 5 days, my pain was intolerable. I am soon to try to get a new scan because I am still on pain medication every day and have been unable to continue my work. I believe there is additional bone growth and my next plan will have to be a revision. I believe too many patients are having to have revisions, so to be on the safe side, this product should be banned until further review. Dates of use: 2006 -- 2009. Diagnosis or reason for use: herniated disk from accidental fall.